Event description:
Customer called to report a probe leak of a few drops from the coulter ac t diff2 analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and replaced the probe wipe and tubing at valve vl8 and wbc (white blood cell) check valves to address the issue. Valve vl8 supplies high vacuum for probe washing with diluent and probe drying. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).